Event description:
Pt undergoing right external iliac stenting, stent was deployed, stent catheter removed. Md was going in to post dilate with a new balloon and it would not track over guide wire. Under fluoroscopy it was noted that there was a small piece of the stent catheter moving when md attempted to move balloon catheter. Md then removed balloon catheter, guide wire and 45 cm sheath at the same time. Fluoroscopy was then performed and there was no visualization of the small piece of stent catheter. The sheath was then flushed with normal saline and the small piece of stent catheter was flushed completely out of the sheath.